Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the bd plastic non-sterile luer-lok¿ tip syringe. The following information was provided by the initial reporter: "contamination noted on the syringe."

Manufacturer narrative:
H.6. Investigation: one photo displaying a 5ml syringe (p/n 301027) was received and evaluated. The photo displayed a zoomed in view of the marked scale. Two black specks were visible on barrel next to the 3ml grad line. It was unclear if they were loose foreign matter, embedded foreign matter, or printed cylinder dots of which presence is intentional. A physical sample is required for a more in-depth sample evaluation. It is possible the black specks observed are part of the print cylinder image. The black dots next to the bd logo or grad lines are used to monitor the etchings on the print cylinder and are part of the printed scale marking image. These dots are there by design and are not defects. A printed image may have one, two or no dots that are printed along with the scale markings. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that foreign matter was found on the bd plastic non-sterile luer-lok¿ tip syringe. The following information was provided by the initial reporter: "contamination noted on the syringe."